Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2018. The patient started experiencing jaw pain and restricted opening. An (B)(6) 2018 CT scan confirmed that the mandibular components were not in their intended positons. On (B)(6) 2018 the surgeon placed the patient into maxillomandibular fixation with new splints and repositioned the mandibular implants.

Event description:
The patient's tmj mandibular components were repositioned.